Event description:
Medtronic received information that this femoral venous cannula leaked after 20 days of use in an ECMO procedure. The leak occurred at the proximal area of the spring wind. It was reported that initially the leak resulted in small air bubbles. However, the leak progressed, resulting in blood loss amounts equal to 2 units of packed red blood cells. The decision was made to not change out the product, but to repair the cannula using a steristrip and histoacryl. The patient expired 13 hours after the leak was observed. The surgeon has indicated that the patient outcome was not attributed to this event.

Manufacturer narrative:
Analysis: device specific information and the date that this event occurred was requested. To date, this information has not been provided. The product, however, was returned for analysis. Visual inspection of the returned device shows blue adhesive like material on the outside surface of the cannula body near the tapered portion of device. Inspection of this area shows a cut or tear in the cannula between the spring wind, which exposes the spring. This cut / tear is significant enough to cause a leak to the atmosphere. A deep dent in spring wind was also observed in the cannula body near the cut / leak area. Review of the device history record could not be performed as device specific information was not provided. Conclusion: user interface likely contributed to the damage, as the leak occurred after 20 days of use, and a dent is observed in the cannula body at a location near the identified leak path. The product was not changed out after the leak was observed. Patient expired 13 hours after the leak was observed, but the surgeon has indicated that the patient outcome was not related to this event.